Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 8 inappropriate shocks and anti tachycardia pacing (atp) due to supraventricular tachycardia (svt). The patient was reported to be walking uphill and had no symptoms prior to the episode. The episode was not isolated and therapy was exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. Boston scientific technical services (ts) suggested reprogramming options. The plan is to continue monitoring the patient. No additional adverse patient effects were reported.